Event description:
It was reported, the patient was in a car accident two weeks ago and was concerned his lead wires had shifted. It was reported, the patient¿s stimulation was not working like it should; now when he turned his stimulation on he felt a shocking sensation in his whole body and stimulation ¿grabbed¿ his stomach area. The stimulation was very intense, high, and the patient was afraid to turn stimulation on anymore because of the sensation. It was noted, the patient had an appointment scheduled the day after this report with his primary care physician. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3998 lot# v638031, implanted: 2011 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient felt the stimulation ¿too high¿ so he turned it off. The reporter noted that it would not give him a read out. It was noted that as of the day of the report that the patient had intermittent jolting sensation but mostly uncomfortable stimulation. The reporter thought the implant was not working. The patient wanted some different programs since (B)(6) 2014 as before then, he would feel the jolting/stimulation in different areas of the body that was too strong such as the groin. It was noted that the manufacturing representative adjusted the patient. It was noted that the health care professional had wanted to correct it surgically. It was noted that the stimulation was worse after the motor vehicle accident on (B)(6) 2013. It was noted that it stopped working completely but the patient later stated that the stimulation was just worse. The patient turned it off himself because the stimulation was shocking sometimes but mostly uncomfortable stimulation. It was noted that the health care professional had wanted to perform some electroencephalograms (eeg).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the pocket had been revised from the right side to the left side when the implantable neurostimulator (ins) was replaced.